Event description:
Consumer called to report being taken to the hospital, after adjusting insulin on the readings he was getting from his meter. Feels he has been taking too much insulin.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.